Event description:
Report received of an over-delivery of zantac. It was reported that the adult patient was to receive an unspecified concentration of zantac at 10ml/hour continuosly, and that the patient received twice that amount. There was no reported adverse patient event. The pump was replaced and the therapy was continued. Though requested, no further information was available.